Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that nine days after the implant procedure, the patient experienced a moderate hematoma with a small area of bleeding at left lateral edge of the incision. The patient returned days later with spotting, a pinhole size opening, and dark sanguinous drainage. The patient was then started on antibiotics. A later wound check noted a small wound opening at the left lateral edge, with the device visible. The patient was admitted to the hospital for explant of the device and leads due to pocket infection and impending device erosion. A new pacemaker system was later implanted on the patient's right side. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.